Event description:
Surgeon was inserting a herbert screw implant with the provided screwdriver when the tip of the screwdriver broke off in the head of the screw. He was unable to retreive the tip of the screwdriver from the head of the screw. Xrays were obtained using the mini c-arm and the tip did not appear to be affecting any tissue so it was left in the screw head.